Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The probable cause was due to a defective mainboard. It was additionally found that the barrel clamp sensor and ear clip sensor won't recognize the syringe. The mainboard was replaced.

Event description:
It was reported that the device had a syringe error. The event occurred during testing. There was no delay of therapy. There was no reported patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.